Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump button had to be pressed extremely hard to work. Customer reported that the scratches very damaged screen and crack on battery. Customer reported that the insulin pump had random no delivery alarms when insulin was completely full. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.